Event description:
(B)(4). Event occurred in the united states. The patient's husband reported that the patient had issues with bent cannula. She had blood glucose level over 600 mg/dl and she was throwing up so much that she made a hole in her intestine. The patient's husband gave her a manual injection of levemir. She continued throwing up and so, the husband called the ambulance. Subsequently, she was hospitalized due to diabetic ketoacidosis and high blood glucose level reported to be 550 mg/dl, upon admission. She received insulin therapy as corrective treatment. Reportedly, she had been in the hospital for two days and was still there at the time of the report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.